Event description:
During routine maintenance, brakes failed to meet 50# spec for the lateral pull test.====================== manufacturer response for stryker med/surg bed, stryker (per site reporter)======================service rep will be sent to replace brake kit componenets